Event description:
On the initial report received on 08/12/2024, the consumer stated that she used the product to cover dog scratches on her stomach and upper arm. She started feeling that the area was hurting, and once she removed the bandage, her skin came off. She went to urgent care. She was prescribed mupirocin and bactrim. On the completed cir received from the consumer on (B)(6) 2024, the consumer states that she used the product from the evening to the following day; when she went to change it, the product burned her skin. The consumer states the issue was with the tape. However, the pad area was itchy too.

Manufacturer narrative:
As on (B)(6) 2024, retained samples were submitted to the lab, and no defects were noted. In addition, aso reviewed records of production and satisfactory biocompatibility tests for this type of product, with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Manufacturer narrative:
As of 09/09/2024 retained samples of the same lot as the reported were submitted to the lab for testing with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details.

Event description:
On the initial report received on (B)(6) 2024, the consumer stated that she used the product to cover dog scratches on her stomach and upper arm. She started feeling that the area was hurting, and once she removed the bandage, her skin came off. She went to urgent care. She was prescribed mupirocin and bactrim.